Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bipolar and unipolar impedance values of the right ventricular (rv) lead differed which caused a lead warning and it was stated this was indicative of an outer insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.